Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Analysis was able to confirm the reported clinical observations were the result of the conductor damage noted in the clavicle/first-rib region.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead was later explanted due to an unrelated system infection and was returned back from the field for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing leading to inappropriately stored events. It was suspected that the lead had fractured. The rv lead was surgically abandoned. No additional adverse patient effects were reported.